Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Analysis of the returned device identified: opening extended on anterior, black particles and underweight. A visual and microscopic analysis was performed which identified sharp opening on posterior due to a surgical impact opening, for the stress mark in the shell, creases fold and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior due to a surgical impact opening.

Event description:
Patient reported right side "severely defective, a large crack, contents were encapsulated in my body, prostheses both look like they have been worn for years, and serious health problems." Device has been explanted.

Manufacturer narrative:
Reason for reoperation due to "large crack" and "contents were encapsulated in my body." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "severely defective, a large crack, contents were encapsulated in my body, prostheses both look like they have been worn for years, and serious health problems" device has been explanted.

Event description:
Healthcare professional additionally reported "fever, pain in the breasts, tiredness for weeks and a burning sensation in the breasts".